Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a patient had bad postoperative results. Additional information has been requested (examination data of patient pre and post op, exact date of treatment) but not received to date.

Manufacturer narrative:
Additional information.

Event description:
Additional information was received from the optometrist iclarifying that preoperative values were with correction and postoperative values without correction..

Manufacturer narrative:
Additional information: evaluation summary: no material was returned for evaluation. No clinical review performed, as no pictures provided. Logfiles review for the identified day of treatment ((B)(6) 2014) shows no error messages, warnings or other abnormalities. During the day the user performed 31 treatments successfully. The user interrupted the treatment of od for 10880ms by releasing the laser pedal one time. The treatment of os shows also one interruption for 3280ms caused by the user released the laser pedal. The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.